Event description:
On 3/19/98 the pt was being transferred with the maxi-lift when this pt jerked, her knee moved, hitting one end of the sling causing the plastic bracket to unsnap, which caused the pt to slide down the sling. Fortunately, the nursing assistant was able to get help immediately, from another employee & assisted in lowering the pt to the floor. The pt sustained a 1-1 1/2" bump on her head. No other injuries sustained. After an investigation was performed, it was discovered that all the brackets on this sling, plus 2 other slings, were not snapping onto the lift and therefore could easily come off during a transfer if the pt were to move. These 3 slings were immediately removed from the floor and the arjo co. Was contacted. Arjo first sent out an initial salesman who took a report and then he looked at the facility's slings. He said someone would contact the facility they received his report. About a week later an engineer from arjo came out to view the slings and the lifts himself. He saw the brackets fit very loose on the lifts. During his investigation he discovered that 2 of the facility's lifts had pins that were broken and could not be used until they were repaired. The medical devices that the facility is reporting are the 3 slings (ex-large) that had defective loose fitting brackets and the 2 arjo maxi-lifts that had broken pins.